Manufacturer narrative:
Clinical assessment (provided by treating physician): on admission to user facility, the patient was found to have staph epi bacteremia and was treated and repeat cultures were negative at end of treatment. She had become increasingly resistant to hemodialysis, was combative with staff, and pulled her needles out on two treatments prior to day of death. On the day she expired, she was receiving a one on one session with a dialysis nurse and had an additional lpn (non-dialysis staff) to aid if patient became combative. She was on telemetry. She developed bradycardic arrest after approximately 45 minutes of dialysis that she had been tolerating well. She had been essentially bed bound for 8 weeks as she was not getting up and walking or getting physical therapy during hospitalizations. She refused to wear her scd¿s and refused many medications. Patient expiration believed to be most likely etiology of cardiac arrest.

Manufacturer narrative:
(B)(4). The post market surveillance department has requested medical records and treatment sheets for this reported event but none have been provided to date. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in progress. A supplemental medwatch will be submitted.

Event description:
An inpatient user facility reported during treatment a patient expired due to a pulmonary embolism after being taken off of the machine due to the patient experiencing cardiac arrest during treatment. The user facility technician confirmed there was no alarm, no indication of a malfunction during treatment. The biomed completed a post-treatment diagnostic, where he inspected the ultrafiltration (uf) of the unit. During the post-treatment diagnostic assessment a stroke test was performed. The machine was programmed to take 24 strokes, but during testing the machine took 24.2 strokes. During a simulated treatment, on the same machine in which the patient cardiac arrest occurred, 1050ml was pulled while the machine was programmed for 1000ml.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all dialyzers shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed all release criteria.